Manufacturer narrative:
The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined . However,the customer requested a new main pcb (printed circuit board) for replacement and stated that they will install it themselves upon receipt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported xdcr (transducer) fault on the vela ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.